Event description:
During aortagram with angioplasty/stenting, a 6x4omm cookgroup inc, zilver biliary stent was placed in right external iliac artery and 7x40mm cookgroup zilver biliary stent was placed in the left common iliac artery. The stent placed on the left migrated, resting in the abdominal aorta and aortic bifurcation. Additional angioplasty and stenting occurred as a result of this migration. Pt outcome positive.